Event description:
This distributor became aware on july 30, 1997 of an incident that occurred involving an r-line which was placed for antibiotic administration. Two weeks post placement it was noted the catheter had split apart in the pt's vein. Retrieval via the groin utilizing a retrieval catheter was uneventful. The pt's condition is good. No further details are available with regards to the circumstances surrounding this event. The device has been destroyed by the user facility, therefore, no failure analysis will be available. Dist. Follow up indicated the pt was uncooperative and may have contributed to this event.